Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The review of the receiver data log did not confirmed the complaint permanent loss of antenna. The device was determined to be operating within the required specifications without malfunction.